Manufacturer narrative:
Synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Struts 1-10 from the proximal end of the stent were undamaged; the remainder of the struts were damaged and stretched, some struts were stretched over the distal tip of the device. The crimped stent od (outer diameter) of the undamaged proximal section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified vessel. Following pre-dilatation, a 2.75 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilatation was performed again. However, when the physician attempted to insert the device again, the proximal edge of the stent struts was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified vessel. Following pre-dilatation, a 2.75 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilatation was performed again. However, when the physician attempted to insert the device again, the proximal edge of the stent struts was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.